Event description:
Device was plugged into gyrus energy generator and prepared for use. No error messages were present on the unit. Device was placed into patient via laparoscopic trocar. Trigger was activated and device was not responsive. Completed basic troubleshooting; unplug and plug device back in, reboot energy unit. No error message displayed. Surgeon attempted to activate a second time and failed. Device was removed from surgical field and replaced by a new device that functioned normally. There was no injury to the patient and procedure was completed without incident